Manufacturer narrative:
As reported, as the physician was attempting to retract the outback, a non-cordis wire uncoiled while inside the outback catheter. After multiple failed attempts with the re-entry catheters, the provider attempted a manual re-entry. During this attempt, the tip of the non-cordis wire became entrapped in a piece of calcium before separating from the wire. The wire tip was stented against the vessel wall. The patient and his spouse were notified of the tip fracture. Attempts to gather further information have been unsuccessful.  The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17577122 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2017-01210.  The user facility report number is (B)(4). (B)(4).

Event description:
As reported, as the physician was attempting to retract the outback, a non-cordis wire uncoiled while inside the outback catheter. After multiple failed attempts with the re-entry catheters, the provider attempted a manual re-entry. During this attempt, the tip of the non-cordis wire became entrapped in a piece of calcium before separating from the wire. The tip fixed, the wire tip was stented against the vessel wall. The patient and his spouse were notified of the tip fracture.